Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, crease fold, part of the shell is missing, dark ring. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress marks, wear abrasion. Based on the device analysis, the final assessment is: a sharp edge broken with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade IV. Device explanted.